Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (backlight is not functional) has been investigated. Upon investigation the battery charger/modem was resetting, component u13 (flash cmos microcontroller) was shorted on the bedside board, the battery board was contaminated, and component q1 (current controlling transistor) was shorted on the battery board. The cause for the failure was isolated to the shorted components, u13 and q1. The root cause for the shorted u13 and q1 components as well as the battery board contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger/modem was not charging her battery packs. The pt was issued a replacement battery charger/modem.